Event description:
It was reported by service report that the cot base would unlock intermittently. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Extension spring in base locking mechanism.